Event description:
It was reported that pump displayed motor malfunction alarm Malf 9 during cartridge change, along with cartridge alarm, and caller noted motor movement error message. There was no adverse impact to the customer¿s blood glucose level. Customer contacted Technical Support, received instructions to reset pump, successfully reset device, and malfunction did not recur; customer was advised to continue using pump and to call back if malfunction appeared again.

Manufacturer narrative:
In use at the time of the event:CGM model: G7.Mobile OS: iOS / iOS iPhone 13 Pro Max / 2.9.1 / iOS 26.1.